Manufacturer narrative:
Device evaluation of (B)(4), and charger (B)(4) has been completed. The reported problem (charger/battery faults) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. Upon further evaluation, there was liquid contamination throughout the charger. The cause for the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. As received, the batteries were unable to power on a monitor or charge. Upon investigation, the f1 fuses were open. The open fuses was due to excessive current. The excessive current was due to contamination found within the charger that damaged the circuit boards and components. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective batteries or charger.

Event description:
A us distributor returned batteries (B)(4), and charger sn (B)(4) and reported that the patient was experiencing charger/battery faults.